Event description:
It has been reported to philips that the user received an internal server error (500) when attempting to launch the intellispace cardiovascular (iscv). The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.